Event description:
It was reported that during the iab insertion using an introducer sheath, the iab would not pass completely over the guide wire. Vacuum was pulled again, but the iab could only be passed an add'l 15-20cm. Because of this, the assembly was removed and replaced. There were no associated pt complications.